Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating battery test error, request battery change. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. Fse onsite checked and confirmed the mattery material is no longer available for this equipment. However, there is another battery in good condition from another broken heartstart xl+ defibrillator that cannot be repaired. Therefore, the defibrillator in this case remains repaired. After corrective maintenance, the equipment is operational and complies with the manufacturer's specifications. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.